Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. A replacement procedure for both the lead and device was planned indefinitely. No adverse patient effects were reported. The lead and device remain in service. Additional information reported that an increase in the pacing impedance measurements and pacing thresholds were first noted during a routine follow up. During the most recent check up, impedance measurements had risen to more than 2000 ohms. However, since the device currently had 10 years remaining longevity, a device replacement was not yet planned. The lead and device remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.